Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard composix e/x (device 1) implanted on (B)(6) 2004. An additional emdr will be submitted to represent the bard composix kugel (device 2) implanted on (B)(6) 2004. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2004 - patient underwent surgery for implant of a bard/davol composix e/x, (device 1) and a bard/davol composix kugel hernia patch, (device 2). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Addendum #1: addendum to the previous report. This supplemental emdr is being sent to correct the product catalog number for the composix ex. With the current information available no definitive conclusion can be made. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct product catalog no and corporate lot no. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 12 years 1 month post implant of composix mesh e/x, patient was diagnosed with cellulitis, bacterial infection, fistula, fibrosis, abscess and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection, fistula and adhesions as possible complications. The warning section of the IFU states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4 (UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: d4 (product catalog no, corporate lot no). This supplemental emdr represents composix mesh e/x (device #1). An additional supplemental emdr was submitted to represent mesh ¿ composix kugel (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2004 - patient underwent surgery for implant of a bard/davol composix e/x, (device 1) and a bard/davol composix kugel hernia patch, (device 2). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with midline recurrent incisional hernia thereby underwent laparoscopic repair with implant of composix e/x (device #1) and composix kugel (device #2). Per operative notes, ¿multiple incisional hernias were visualized. Two pieces of composite mesh (composix e/x - device #1 & composix kugel - device #2) were sewn together on the prolene side of the meshes and placed in the anterior abdominal wall. Then circumferentially mesh was tacked.¿ (B)(6) 2016 - patient was diagnosed with infected mesh, abdominal wall cellulitis with abscess thereby underwent repair with partial mesh explant (device #1 & #2). Per operative notes, ¿identified a large abscess cavity full of purulent fluid. Then removed as much of the meshes as possible.¿ (B)(6) 2016 - patient was diagnosed with open abdominal wound secondary to infected mesh and small bowel fistula (x2) thereby underwent repair. Per operative notes, ¿there was evidence of small bowel fistulas which were closed with sutures and wound vac was then placed.¿ (B)(6) 2016 - patient was diagnosed with eviscerated small bowel with infected mesh and fibro purulent membrane enterostomy thereby underwent repair with mesh explant (device #1 & #2). Per operative notes, ¿adhesions were taken down and scarred portion of bowel was removed. A biological mesh was then sewn to the abdominal wall facia.¿ attorney alleged that the patient had abscess, adhesions, bowel obstruction, bowel perforation, bowel removal, fistulae, infection, mesh migration, mesh shrinkage, pain, hernia recurrence, wound vac placement and emotional injuries.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2004 - patient underwent surgery for implant of a bard/davol composix e/x, (device 1) and a bard/davol composix kugel hernia patch, (device 2). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to correct the product catalog number for the composix ex. With the current information available no definitive conclusion can be made.